Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2021, 1669 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 37-year-old female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required), 4 years 6 months after insertion of essure. The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2023: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("medical device removal / on the right a sure tube including device appears to perforate the fundus the uterus") and embedded device ("the myometrium is sectioned to reveal an embedded silver colored metallic foreign object grossly consistent with an intrauterine implant and the object appears to be at least partially embedded in the cornu of the uterus") in a 36 year-old female patient who had essure inserted (lot no. D14836) for female sterilisation. The patient had a medical history of postpartum depression, miscarriage, myocardial infarction, irritable bowel syndrome, heart disease, unspecified, gastrooesophageal reflux, convulsions, gastritis, syncope, adenomyosis, anorexia, urinary tract infection, cholecystectomy, anxiety depression, abdominal pain, pelvic pain, dysmenorrhoea and menorrhagia. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, 1280 days after essure insertion, she experienced uterine perforation (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2021. On unknown date she experienced embedded device (seriousness criteria medically important and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with davinci cystoscopy). The reporter considered embedded device and uterine perforation to be related to essure administration. The reporter commented: discrepancy noted: removal date as per argus (B)(6) 2021 as per mr: (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34.961 kg/sqm. [Computerised tomogram] on (B)(6) 2019: CT abdomen and pelvis without contrast (B)(6) 2019 5:00 pm findings: on the right a sure tube including device appears to perforate the fundus the uterus.. [Pathology test] on (B)(6) 2021: gross description: the myometrium is tan pink and trabeculated and measures up to 2.0 cm in thickness. The myometrium is sectioned to reveal an embedded silver colored metallic foreign object grossly consistent with an intrauterine implant. The object appears to be at least partially embedded in the cornu of the uterus. The myometrium is sectioned and no nodular lesions are noted. The fallopian tubes are detached and cannot be oriented as to right or left. Lot number:d14836,manufacture date:2014-10,expiration date:2017-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("medical device removal / on the right a sure tube including device appears to perforate the fundus the uterus") and embedded device ("the myometrium is sectioned to reveal an embedded silver colored metallic foreign object grossly consistent with an intrauterine implant and the object appears to be at least partially embedded in the cornu of the uterus") in a 36 year-old female patient who had essure inserted (lot no. D14836) for female sterilisation. The patient had a medical history of postpartum depression, miscarriage, myocardial infarction, irritable bowel syndrome, heart disease, unspecified, gastrooesophageal reflux, convulsions, gastritis, syncope, adenomyosis, anorexia, urinary tract infection, cholecystectomy, anxiety depression, abdominal pain, pelvic pain, dysmenorrhoea and menorrhagia. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, 1280 days after essure insertion, she experienced uterine perforation (seriousness criteria medically important and intervention required). An unknown time later she experienced embedded device (seriousness criteria medically important and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with davinci cystoscopy). Essure was removed on (B)(6) 2021. The reporter considered embedded device and uterine perforation to be related to essure administration. The reporter commented: discrepancy noted: removal date as per argus (B)(6) 2021 as per mr: (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34.961 kg/sqm. [Computerised tomogram] on (B)(6) 2019: CT abdomen and pelvis without contrast (B)(6) 20195:00 pm findings: on the right a sure tube including device appears to perforate the fundus the uterus.. [Pathology test] on (B)(6) 2021: gross description: the myometrium is tan pink and trabeculated and measures up to 2.0 cm in thickness. The myometrium is sectioned to reveal an embedded silver colored metallic foreign object grossly consistent with an intrauterine implant. The object appears to be at least partially embedded in the cornu of the uterus. The myometrium is sectioned and no nodular lesions are noted. The fallopian tubes are detached and cannot be oriented as to right or left. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: mr received : lot number added, reporters information patient medical history and surgical pathology reports were added. Product insertion date removal date and rcc updated, event " medical device removal updated to uterine perforation. New event "embedded device" added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.